Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind. Unable to perform the occlusion, or excessive no delivery tests due to the prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer's blood glucose was 65 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food and juice. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.